Event description:
Pt received 25,000 u heparin during surgical procedure instead of 500 units. Md states due to "pump malfunction." On first post-op day, pt developed a hematoma in the upper chest and was taken back to o.r. For evacuation.